Event description:
Consumer reported finding about 40% of box difficult to place onto pen straight. Removes then replaces to pen. Then works. Dc consumer reported finding some of the needles clog on the 2 unit flow check. Dc lot # 3094457. Catalog# 320550. Date of event unknown - within the month. Sample status awaiting samples. Cs0066526/sf00018007 - dc.

Manufacturer narrative:
40 pen needles we affected by this event. Investigation summary: samples were received and an investigation was performed. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue as bent npe cannula and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.